Manufacturer narrative:
Evaluation summary: valve was received with a gap visible at the coaptation region. Slight indentations were observed at the free margin of leaflet one and two at cusp 2. Wireform was exposed near leaflet one and two on cusp 2 post. No other visible damages. Valve sent to engineering for further evaluation. On 1/20/10- research and development completed the functional testing and concluded with the following: this valve was reportedly explanted at implant due to regurgitation. The echo recording was not provided; therefore it was not possible to verify the significance and source of any aortic regurgitation experienced in vivo. Significant regurgitation, primarily through the stent assembly, was observed in the edwards standardized functional tests. The trf is slightly higher than the iso maximum requirement for this size valve. Initial stent leakage is typical for this type of bioprosthetic valve, but the leakage should be reduced to a negligible level shortly after the administration of protamine to reverse the effects of heparin during the initial operation. The interval between the administration of protamine and the evaluation of the valve regurgitation is not known.the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, the device was explanted at implant due to regurgitation. Per the sales representative, valve is currently in their jar in a specimen bag. The device was explanted at implant because it looked like it was leaking (regurgitation). No other issues with the device. They implanted another magna. A device history record review is currently in process.

Manufacturer narrative:
Device evaluation anticipated, but has not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation;however, device evaluation is anticipated, but has not yet begun.

Event description:
Reporter alleged obtaining back to back blood glucose results of 259 mg/dl, 142 mg/dl, 130 mg/dl,138 mg/dl, and 121 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.